Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a high blood glucose levels. The customer was being treated in a hospital for a back surgery and the blood glucose levels went high. The customer's blood glucose level was 436 mg/dl at the time of incident, but was 400 mg/dl at the time of call. The customer's symptoms included thirst. Tubing clamps were shipped to the customer and when the customer received them they performed the high pressure test and it passed. The customer was advised to change out their entire set, reservoir, and insulin and treat per their doctor's instructions. The customer was advised that the product was working as designed. Nothing was replaced or returned.